Event description:
It was reported that during a surgical procedure using the laser device, the "laser will not go into standby when prompted by user, the laser has overheated and is making a "strange noise". No error messages were displayed; "laser goes into standby on it's own without being prompted by the user. Unk how the case was completed. Pt outcome: "no harm to pt".